Manufacturer narrative:
Date of event: unknown, bust the best estimate is 2018. If implanted, give date: unknown, not provided, but the best estimate is 2018. If explanted, give date: not applicable as there is no indication that the lens was explanted. Initial reporter's phone number: (B)(6). This report is being filed on an international device, model zct800; tecnis acrylic iol, that has a similar device, tecnis acrylic iol model zct600 which is distributed in the united states under (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (model zct800 +16.0 diopter) was implanted in the right eye of a (B)(6) year-old patient and the outcome was 0,00sph/-3,25cyl/a 48°. Reportedly, the surgeon had to rotated the lens. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the lens zct800 with serial number (B)(6), was implanted on (B)(6) 2018. The lens positioned at 81 degrees was observed at approximately 45 degrees on (B)(6) 2018. Reportedly the patient experienced double vision and low vision in general. The lens was planned to be repositioned on (B)(6) 2018; however the account commented that they tried, but they could not rotate the lens because it is too tight. To date the lens remains at 45 degrees. There are no further plans to rotate the lens or to explant it. The patient was reported to be satisfied and corrects the residual errors with a dimensionally stable contact lens. No additional information was provided. The following fields were updated: section b3. Date of event: (B)(6) 2018. Section d4: serial #: (B)(6). Section d4: catalog #: zct8000160. Section d4: expiration date: 11/20/2022. Section d4: UDI #: (B)(4). Section d6: if implanted, give date: (B)(6) 2018. Section h3-other(81): it was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: manufacturing date: 11/20/2017. Section h6. Patient code - 3191: double vision. Section h6. Patient code - 2138. Corrected data: section a2: date of birth: the date was incorrectly reported as (B)(6) 2018 in the initial MDR. The correct date of birth is (B)(6) 1951. Section h6. Patient code - 3191: as incorrectly reported in the initial MDR 9614546-2018-00612, the lens was not repositioned. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This report is being submitted as follow-up number one (1) for manufacturer report number 9614546-2018-00612. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.